Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the missing curved rubber adhesive joint was damage or deterioration of parts due to repetitive use stress and or external factors. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno fiberscope was found to exhibit a missing/detached curved rubber adhesive joint. There was no patient involvement, and no harm was reported as a result of the event.